Event description:
The hexagonal tip of the instrument is rounded. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that the event was attributed to instrument overload. However, a functional test revealed that the instrument still works.